Event description:
Customer reports the following: "cannot perform pressure calibration, apparent downstream voltage sensor failure." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log could not be reviewed, log not available. The reported device was not returned to france as repairs were carried out locally. The reported problem was verified and confirmed. During servicing, the error 42 downstream pressure sensor was confirmed. To solve this issue, the downstream pressure sensor was replaced. The pump passed recertification pm, testing and was released for use. After several attempts, the replaced part "downstream sensor kit" was sent back to brézins for investigation. The visual inspection was compliant. The investigator mounted the spare part in a volumat tester to verify the complaint. He started with readings with maintenance test 6, which were found to be in compliance, and then let the device perform a drift test. Since there was no drift in the sensor value, he reset the downstream pressure values with the "test device" lab software. Then he tested the back pressure, which was out of tolerance. He found that the back pressure value was not stable, it tended to increase rapidly. The reading is 0.4 bar at 750 mm/hg, when it should be between 0.85 and 1.15 bar. This is most likely an internal defect in the sensor. Therefore, the reported complaint has been confirmed and the reason for the failure is due to a weakness in the sensor component itself, which results in an unstable and low back pressure value. This unstable condition of the sensor will not allow a calibration of the pressure. A CAPA was opened for defective pressure sensor. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.